Manufacturer narrative:
(B)(4). Batch # unk. Did the device lock out and not fire (no staples deployed or cut line started)? The stapler fired as it should and the knife blade came back and then the surgeon was not able to open jaws. The tissue did fall out of the jaws after a number of attempts to open, staples had formed correctly and there was no issues with haemostasis. The surgeon thought that there may have been some tissue caught in the proximal end of the jaws. The reverse knife blade action was not initiated. The closing handle of the device moved to open position when trying to open outside the patient, and the jaws remained closed. The jaws did finally open or, did the device start to deploy staples and cut but could not be completed (partially fire)? No completely fired what action was taken to manage the issue? Tissue did fall from the stapler. At this stage all the vascular firings were complete. Did the jaws finally open? Yes.

Event description:
It was reported that during a lung resection, the stapler fired as it should and the knife blade came back and then the surgeon was not able to open jaws. No patient consequence.